Event description:
The patient was implanted with a left ventricular assist device (lvad). Approximately 6 weeks post-implant, it was reported that the patient had elevated lactate dehydrogenase (ldh) levels and hemolytic urine output. It was also reported that the patient's aortic valve opened with every beat and the pump showed the estimated flow as 6-7 lpm. The venous saturation was 40-50%. A decision was made to exchange the pump.

Manufacturer narrative:
The pump was returned assembled with the driveline cut approximately 3¿ from the pump housing and the remainder of the driveline was not returned. The sealed outflow graft and sealed outflow graft bend relief were returned attached to the pump outlet port. The bend relief collar was returned attached to the outflow graft and bend relief hardware; however, the inflow conduit was not returned. The proximal-side of the outlet stator revealed a tissue-like deposition surrounding the outlet bearing ball and occluding the blood flow path. The deposition showed evidence of denaturation and dark contact marks were noted on the outlet portion of the rotor, indicating that the deposition was present during pump operation; however, a duration in which it was present in the pump could not be determined. The deposition lacked laminated layering indicating that it did not originate in this location, although its specific origin could not be determined. Although a specific cause for the development of the observed deposition could not be determined, it could have potentially contributed to the reported elevated ldh. The pump bearings, rotor and blood contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the returned portions of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled, and functionally tested under normal operating conditions according to our manufacturing procedure using a mock circulatory loop. The data retrieved from our testing revealed normal pump power consumption comparable to the pump power consumption recorded during the manufacturing process, and the pump operated as intended. A review of device history records showed no deviations from manufacturing or qa specifications that would affect device function or performance. No further information is available. The manufacturer is closing its file on this event.

Manufacturer narrative:
The patient remains on lvad support with the replacement pump. The manufacturer is attempting to acquire the explanted pump for analysis. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.